Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The device remains implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to recurrent infection. The device was explanted upon recurrence and a new device implanted opposite the position of the original. No additional adverse patient effects were reported. This device is no longer in service.